Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was a level that was displayed as ¿low¿; however, a specific value was not provided, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the basal suspension, customer's blood glucose (bg) level rose ranging from 250-300 mg/dl. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin. Customer was released from the ER a "few hours" later with issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Ultimately, the customer reverted to an alternate method of insulin therapy.